Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The outer packaging had liquid stains. The jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. There were gasket remnants on the rim of the jar. White particulate was present in the solution. The gasket had pits and peeling. The temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a transcatheter aortic valve implant procedure, the valve load was performed by an experienced valve loader, hospital nurse. Upon fluoroscopic inspection of the valve load, a misload was observed due to a crown overlap beyond the fourth node. The system was not used for the procedure. A second system was prepared which resulted in a three minute procedural delay while the loading was performed. Difficulty opening the first valve jar was reported. Part of the seal remained on the glass jar however nothing loose in the jar was visualized. The second valve jar was fine to open. No pre-implant balloon dilation was performed. Using right femoral artery (rfa) access, the delivery catheter system (dcs) was inserted through an 18 french non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. At 80% deployment, the first position was too shallow on the left coronary cusp (lcc). The valve was partially recaptured. The second and final deployment was at a depth of 1 mm on the non-coronary cusp (ncc) and 4 mm on the lcc, resulting in a mean gradient of 5 mmhg. After the second deployment, new left bundle branch block (lbbb) occurred which resolved by the end of the case. The patient was back into pre-existing rhythm and did not require temporary pacing.